Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Catch post hipot test passed. Patient post hipot test passed. Current leakage test passed. Touch screen test passed. Voltage verification check passed. Valve actuation test passed. System air leak test passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection.upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that the power cord on the back of the cycler had sparks coming from it. The patient said the cycler was plugged directly into the wall socket. The cycler also was not advancing to step 2 and kept looping. The patient was advised to return the cycler and was issued a new cycler. The patient had manual supplies to use during the absence of a cycler. In a follow up, the patient verified the spark event and said there was no harm, intervention or adverse event due to the spark. The patient was not connected to the cycler during the spark event. The patient already received a new cycler and is doing treatments with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the power cord on the back of the cycler had sparks coming from it. The patient said the cycler was plugged directly into the wall socket. The cycler also was not advancing to step 2 and kept looping. The patient was advised to return the cycler and was issued a new cycler. The patient had manual supplies to use during the absence of a cycler. In a follow up, the patient verified the spark event and said there was no harm, intervention or adverse event due to the spark. The patient was not connected to the cycler during the spark event. The patient already received a new cycler and is doing treatments with no further issues. The cycler is available to return for investigation.